Event description:
Additional review indicates information reported previously in manufacturer's report #9614453-2012-00167 pertains to manufacturer¿s report #9614453-2014-00016.

Event description:
It was reported the patient had a hematoma with a drop in hemoglobin level. The day after implant, the patient developed painful abdominal bruising and swelling at the device site secondary to a bleed. The patient hemoglobin dropped from 12.9g/dl to 7.8g/dl requiring a blood transfusion with 1 unit of packed cells two days later. Drainage of the hematoma revealed no obvious bleeder. The patient outcome was reported as resolved. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3877-45, lot # 0205895428, implanted: (B)(6) 2012, product type lead; product ID 3877-45, lot # 0205895428, implanted: (B)(6) 2012, product type lead . (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that on (B)(6) 2012 the patient woke in the morning bleeding from the implant site. It was noted she was admitted to hospital and taken to theatre where 700ml of hematoma was evacuated, leaving a large cavity wherein device was free floating. It was logged the surgical site was left open and "treatment with vac therapy ad irrigation started". It was reported that on (B)(6) 2012 she went back to theatre for examination and on (B)(6) 2012 she went back to theatre for removal of vac and secondarily closure of the defect. It was logged she was discharged with a "drain insitu" requiring follow up at the wound clinic every alternate day. It was reported the ins device interrogation revealed the patient could not feel any sensitivity from 0v-10.5v while device was free floating within the large cavity. It was noted medications were administered. It was then reported on (B)(6) 2013 the patient's device was not functioning. It was logged the patient was taken back to theatre, the device exposed and examined. It was reported the lead had fractured in the spinal column and a new lead could not be implanted. It was reported the patient's device was explanted and a new one was not implanted. It was logged the event was considered resolved on (B)(6) 2013.

Manufacturer narrative:
Product ID 3877-45, lot# 0205895428, implanted: 2012-(B)(6), product type lead. (B)(4).